Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous lesion. A 10/2.50 flextome¿ cutting balloon¿ was selected for pre-dilation. During the 1st inflation, the balloon ruptured at 7atm. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient is in stable condition.